Manufacturer narrative:
Investigation into this event showed that the immunowash fluid pump was malfunctioning. The field engineer replaced the iwf pump, and qc results were acceptable. The root cause of the event is instrument related.

Event description:
A customer observed negatively biased phyt results for a patient sample tested on the vitros 250 analyzer. Biased results were not released. Biased results of the magnitude and direction observed may lead in appropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.